Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo and images were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure in the right common femoral artery opening and superficial femoral artery lesion via the left common femoral artery, contralateral common iliac and superficial femoral arteries by puncture and mountain approach, when the second suction and withdrawal were performed, the guidewire was allegedly found to be broken and fell into the patient's body. Reportedly, the surgeon immediately tried to grasp the foreign body but it was unsuccessful, so the right femoral artery was incised, and the guidewire was extracted. The procedure was completed using another guidewire. The current status of the patient is unknown.

Event description:
It was reported that during a thrombectomy and atherectomy procedure in the right common femoral artery opening and superficial femoral artery lesion via the left common femoral artery, contralateral common iliac and superficial femoral arteries by puncture and mountain approach, when the second suction and withdrawal were performed, the guidewire was allegedly found to be broken and fell into the patient's body. Reportedly, the surgeon immediately tried to grasp the foreign body, but it was unsuccessful, so the right femoral artery was incised, and the guidewire was extracted. The procedure was completed using another guidewire. The current status of the patient is unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: manufacturing review: a manufacturing review for the catheter was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: no physical sample or videos were received. A physical investigation was not possible. The user provided report, and images contain information regarding guide wire break. After review of the images the reported guide wire break can be confirmed. A clear root cause could not be identified but a damaged guidewire represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h11: h6 (method, result. Conclusion), h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.